Manufacturer narrative:
(B)(4). Batch # p57412. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information: the colon resection was planned and was not due to the device issue, per the sales rep.

Event description:
It was reported that during an laparoscopic appendectomy turned colon resection procedure that on the first firing with a blue cartridge the stapler started to fire, fired about four rows of staples and stopped. The staple that were deployed were not formed properly. The surgeon used reverse to remove and the device was reloaded with another blue cartridge and fired again with no advancement. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.